Manufacturer narrative:
Safety tested unit for possible ground problems. None found. Burned unit in for 100 hours and retested. Unit passed standard safety test. Tested all functions, all meet specifications.

Event description:
The physician claimed he got a shock through the footpedal while the unit was being tested prior to surgery. The surgeon operates the footpedal barefoot, wearing only booties.